Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(6) year old male with history of non-ischemic cardiomyopathy presented with acute on chronic decompensated heart failure. On 10/3 underwent impella 5.5 implantation via axillary artery. On 10/7 had an episode of epistaxis and also noted to have bloody stools so heparin held. No transfusion was required. On 10/8 patient went on walk and experienced ventricular tachycardia. Device noted to be deep and repositioned with resolution. On 10/8 underwent transplantation with explant of impella 5.5 without incident.

Manufacturer narrative:
D1 brand name was updated. Tachycardia/epistaxis/major bleed: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of device in wrong position was most likely use issue related due to patient movement since the device was out of position after the patient went on walk and suffered vt.